Event description:
It was reported that the ventricular assist device (vad) was not providing adequate support. The ventricular assist device (vad) was explanted for transplant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted for device analysis. Product event summary: the ventricular assist device (vad) (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Review of log file report revealed that the pump was operating within normal parameters during the analyzed period from (B)(6) 2022 through (B)(6) 2022. As a result, the reported event could not be confirmed due to insufficient evidence. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted for additional information.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that prior to the transplant, an additional competitor device was required.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and relevant history. Correction to d4 unique identifier (UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a right heart catheterization was done due to inadequate left ventricular loading and ongoing right ventricular (rv) failure. An impella was implanted due to rv failure and aortic insufficiency and the patient was placed on the transplant list as status 2. After placement of impella, the patient had right upper extremity paresthesia and a right infraclavicular hematoma was found over the incision site for the impella insertion. The hematoma was evacuated in the operating room.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from release specifications. CAPA (B)(4) was opened to investigate post-explant issues found during failure analysis of returned pumps. Review of the available autologs report revealed that the pump was operating within normal parameters throughout the analyzed period from (B)(6) 2022. Of note, log files covering the reported event date were not available for analysis. As a result, the reported vad "not providing adequate support" event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, right ventricular failure is a known potential complication associated with the implantation of a vad. Based on review of past adverse events, it was noted that the patient had a history of right ventricular failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.